Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that they were unable to use the heartstart xl+ device. There was no patient involvement.

Event description:
The philips field service engineer (fse) later clarified that the device ready for use indicator (rfu) displayed a solid red x with periodic chip and the device displayed equipment malfunction: therapy. There was no patient involvement.